Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the battery lights on the imaging system not on when plugged into the mobile view station (mvs). Restarted the ias and mvs separately but there was no change. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the imaging system. The image acquisition system (ias) generator pfc was causing the mobile view station (mvs) power fuse to blow. Additionally the mvs power line status light was not functioning. The generator pfc, fuses, and led wiring assembly were replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation. It was reported that the fuses were discarded by the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following parts were returned for evaluation: battery charger 1, battery charger 2, mobile view station (mvs) power board, green led cable and a motor battery charger. After a visual/physical examination on all of the parts, the reported issue could not be confirmed. All of the parts were returned unused. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the o-arm battery lights were not on when plugged into the mvs. Restarted the ias and mvs separately but there was no change. There was no patient present when this issue was identified.

Manufacturer narrative:
The pcba board was returned to the manufacturer for evaluation. After visual/physical examination showed that the power resistor on the power factor controller (pfc) board was electrically over stressed and because of that a bench test could not be performed. A faulty pfc board was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the o-arm battery lights were not on when plugged into the mvs. Restarted the ias and mvs separately but there was no change. There was no patient present when this issue was identified.